Manufacturer narrative:
During on-site troubleshooting by our fse, performed pre-use check passed in all tests except the battery switch test. No parts were replaced. Logs from the reported ventilator show that the reported technical error (te) was generated at 10:29 on the date of event and that ventilation proceeded. There are no alarms for high pressure from that time which indicates that the pressure was within set limits. The statement that the doctor tried to reset the ventilator after the reported te, could not be confirmed. The logs show that a user set the ventilator to standby at 10:33 and a few seconds later the ventilator was shut down via the on/off switch. The logs show that the ventilator was not started up again until 4 hours later. It alarmed then that it was running on battery operation and that the present batteries should be discarded which indicates that the batteries were nearing the 30 months end of lifetime. Our conclusion is that the reported te is only indicating an i2c communication failure between monitoring pcb and plug-and-play back-plane pcb and it did not have an impact on ventilation and thus cannot have caused or contributed to the reported pneumothorax. The cause to the reported te cannot be determined since no parts were replaced. The true cause to the reported pneumothorax cannot be determined since the hospital has not shared any details surrounding the patients¿ status. The final patient outcome could not be confirmed and the only available information states that the patient is getting better.

Event description:
(B)(4).

Manufacturer narrative:
On 02/03/2016 10:55 am (gmt-5:00) added by (B)(6): further information surrounding the event has been sought. A supplemental medwatch will be submitted when the investigation is completed.

Event description:
It was reported that while the ventilator was connected to a patient that was being treated for pneumonia, the ventilator generated a technical error indicating battery information failure. The doctor tried to reset the ventilator. The ventilator was turned off and it was turned on but the ventilator could not start up. The ventilator was replaced with another one. After the exchange to another ventilator it was noticed that the patient had suffered a pneumothorax. The final patient outcome is unknown. (B)(4).